Event description:
The customer received a discrepant result for one sample from a (B)(6) patient tested for total bilirubin special (tbil). The sample initially resulted as 0.8 mg/dl and the result was reported to a physician. The physician called stating that the patient's previous result was much higher. The sample was repeated on another analyzer on site and it resulted as 17.9 mg/dl accompanied by a data flag. The repeat result was considered to be correct and a corrected tbil result was provided to the physician. The patient was not adversely affected by the event. The tbil reagent lot number was 64928201 with an expiration date of 11/30/2012. The same reagent lot was used on the other analyzer used for the sample repeat. The field service representative could not determine a cause and could not reproduce the problem. He checked sampling, reagent, and photometer systems; all were good. The system was found to be operating to manufacturer specifications. The customer ran quality control and this was all good per the customer.

Manufacturer narrative:
No additional information was provided for further investigation. No root cause could be determined. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.